Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the transmitter gave an out of range signal on (B)(6) 2014.patient did not report any injury or medical intervention at the time of contact with dexcom technical support.dexcom has issued an rga for patient to return the device to be investigated.

Manufacturer narrative:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of intermittent out of range could not be confirmed.

Event description:
Consumer contacted dexcom to report an intermittent out of range signal.

Manufacturer narrative:
(B)(4). The reported device was not returned; however, a receiver (sn (B)(4); mfg date: 5/23/2013) was returned for evaluation and there was no defect found.

Event description:
Consumer contacted dexcom to report an intermittent out of range signal.